Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the reported information provided, a definitive cause for the reported issue could not be determined. Factors that contribute to difficult to remove vessel, include, but not limited to, device interaction with patient anatomy, or tissue or suture caught in foot. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a coronary intervention procedure using a 6f sheath. Reportedly, the device became stuck when attempting to close the foot after deployment. The device was ultimately able to be removed. No vessel or tissue damage was noted. As the suture had been deployed successfully it was able to be used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.